Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced low flow and low voltage alarms. The low flow alarm occurred when the patient''s wife was handling the system controller and driveline. The alarms resolved with manipulation. The data log file submitted to the manufacturer contained multiple low flow and low speed alarms. An x-ray reflected some percutaneous lead shield stretching near the tapered end of the distal end bend relief. A percutaneous lead repair was performed on (B)(6) 2015.

Manufacturer narrative:
The reported low speed alarms and pump stoppage events were confirmed based on the evaluation of the submitted log file; however, the evaluation of the returned portion of the percutaneous lead (lead) could not confirm a device related cause. A section of the lead approximately 8.5¿ long was returned for evaluation. Examination of the lead found breakdown of the braided shield adjacent to the metal connector and the terminus of the connector bend relief. An electrical continuity test of the lead was conducted and did not reveal any discontinuities or shorts and visual inspection of the lead found no evidence of damage to the insulation of any of the wires. The lead was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any wire compromise that would have resulted in an electrical short. The reported event of the patient experiencing low flow and low voltage alarms was however confirmed during the analysis of the returned system controller, serial number (B)(4). The evaluation of the returned system controller revealed that the outer jacket insulation on the black power cable had a damaged area near the strain relief on the housing side. Movement of the black power cable, while the system controller was connected to the power module, caused an interruption in pump function resulting in hazard alarms. The evaluation of the black power cable revealed compromised internal conductor underneath the grey outer jacket insulation. The insulation on the internal conductor appeared burnt consistent to an electrical short between the internal conductor and the braided shield (ground). The evaluation of the returned system controller could not determine a specific mechanism that contributed to the black power lead becoming damaged. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4): a portion of the percutaneous lead that was removed during the repair was returned to the manufacturer for evaluation and is currently being analyzed.the patient remains ongoing with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.